Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
The MFR has become aware via info received from the initial reporter regarding an alleged incident of a clogged catheter (MFR and model unidentified) that required intervention and possible subsequent removal/replacement.